Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred during basal deliveries. Reportedly, the customer was not outside of the labeled operating altitude range at the time of the alarm. Due to the cartridge alarm, the customer experienced a blood glucose (bg) level of over 500 mg/dl resulting in a hospitalization. Multiple correction boluses were delivered prior to the hospitalization. While in the hospital, the customer received treatment in the form of an insulin drip and saline. At the time of the report, the customer remained hospitalized. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.